Event description:
On (B)(6) 2012, it was reported that insulin had entered the insulin cartridge compartment of the infusion device. The pt's mother dried the insulin cartridge compartment, but now the piston rod "knocks" at a certain point (300 i.e.). The problem began on (B)(6) 2012. The pt's blood glucose level has risen higher than 267mg/dl. The pt's mother thinks the infusion device is not delivering enough insulin. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.